Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise. During a follow-up, high pacing impedance was observed. Fracture was observed under fluoroscopy. The lead was capped and replaced. Patient condition was good after the procedure.